Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was 7.2 mmol/l. The customer stated their insulin pump was dropped into the toilet prior to the alarm occurring. It was also found the customer experienced a high blood glucose of 22 mmol/l earlier in the morning. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The up and down arrow buttons on the insulin pump had intermittent buttons responds due to corroded keypad traces. No button error alarm noted during testing. No moisture damage was found on the electric assembly. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, minor scratches on the lcd window, cracked case at display window corner, cracked reservoir tube, and stained end cap sticker.